Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited an isolated high out of range shock impedance measurement, measuring greater than 125 ohms. Boston scientific technical services (ts) reviewed device data and determined that there was some fluctuation in shock impedances over the last couple of weeks. The patient's right ventricular (rv) lead is a single coil and ts stated it is not uncommon to see shock impedances into the 120 ohm range. There was no noise present in any of the stored events. The pace impedances were within normal limits. Ts recommended performing a patient initiated remote interrogation in 2-4 weeks to re-evaluate shock impedances. This product remains in-service. No adverse patient effects were reported.